Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal delivery. The customer experienced a blood glucose (bg) level greater than 240mg/dl and ketones approaching dangerous levels. An infusion set site change was performed and a syringe bolus was delivered to address the bg level. No troubleshooting was performed due to the occlusion alarms occurring in the past.